Event description:
It was reported that the patient experienced a stroke while undergoing stent implantation. An attempt was made to deploy the accunet 6.5mm wire but it was retrieved because the wire was bent. A new accunet was used and it filled with debris during the procedure. The procedure was successful, however, the patient required prolonged hospitalization. The intracranial vasculature and extracranial carotid was normal at the close of the procedure. In post anesthesia, the patient was not able to move their right arm and displayed a preferential left gaze. The patient's condition is continuing but improved. This incident was not a pre-existing event.